Manufacturer narrative:
(B)(4). Foreign: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product remains implanted.

Event description:
It was reported a patient is experienced increased pain and was diagnosed with a periprosthetic fracture. The fracture was noted to be above the implant which is around the level of where the cement is. Surgical intervention is being planned at this time but on hold for clearance from a recent pulmonary embolism. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed annex g code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right humerus demonstrate a right total elbow arthroplasty with distal humeral resection as well as proximal ulnar and radial resection. Multiple bony fragments are seen within the joint space. Significant amount of cement is present throughout the humeral diaphysis with cement extrusion noted along the proximal humeral diaphysis medially. No dislocation. No fracture. On follow-up imaging, a comminuted fracture is noted involving the proximal humeral diaphysis in the region of significant cement extrusion. Right total elbow arthroplasty again seen. This appears to be intact. Osteopenia is present. No dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The reported event is confirmed by mmi review. . Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.